Manufacturer narrative:
Follow-up # 1 date of submission 03/12/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2015 with the following findings: a review of the pump¿s black box history showed that the last basal delivery was on 01/04/2015 at 11:17 pm prior to a ¿rewind¿ operation. No activity outside of normal use was observed. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The keypad was found to be intact; no damage was observed. All keypad buttons responded appropriately to button presses; no hypersensitivity observed. The pump case was removed and no intermittent condition was found to the force sensor or the motor circuit. The complaint that the pump spontaneously performed the rewind/load steps without user intervention was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter alleged that the pump spontaneously performed the rewind and load steps without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.